Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes: 15.6 mmol/l, 8.8 mmol/l, 11.5 mmol/l, 23.4 mmol/l, 10.6 mmol/l and 11.3 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.